Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. The broken power cord was identified during the visual inspection. The cause of the condition could not be determined. To correct the condition, the power cord was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation, a flo-gard infusion pump was found to have a broken power cord. There was no patient involvement. No additional information is available.